Event description:
According to the reporter: procedure: splenectomy. The clips crossed on the vessel and caused damage. Suturing was used to stop the bleeding. The clips did not load properly so the device was replaced and the case continued with no further issue.

Manufacturer narrative:
Date of initial report: 7/2/2009.